Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis of the lead was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr06 ipg, (B)(6) 2014. (B)(4).

Event description:
It was reported the patient experienced extracardiac stimulation due to insulation damage on the right atrial (ra) lead. The lead was partially explanted, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.